Event description:
It was reported that during a device change out procedure this right ventricular (rv) lead exhibited high out-of-range shock impedances measuring greater than 200 ohms when programmed in triad configuration. When programmed right atrial (ra) to coil impedances were 64 ohms. It was suspected there was a lead fracture. Visual examination found there was scarring at the superior vena cava (svc) therefore, they could not remove the lead or put in a new one at this time. The patient will be going in for a lead extraction in the near future. At this time, the lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a device change out procedure this right ventricular (rv) lead exhibited high out-of-range shock impedances measuring greater than 200 ohms when programmed in triad configuration. When programmed right atrial (ra) to coil impedances were 64 ohms. It was suspected there was a lead fracture. Visual examination found there was scarring at the superior vena cava (svc) therefore, they could not remove the lead or put in a new one at this time. The patient will be going in for a lead extraction in the near future. At this time, the lead remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received that this patient underwent a laser extraction procedure to remove the right ventricular (rv) lead. This lead was explanted and a new lead was implanted successfully. This lead is not expected to be returned. No additional adverse patient effects were reported.